Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis. Visual inspection revealed no issues, and the device appeared to be in good condition. Microscopic inspection showed that guidewire exit port was damaged, but the distal section of the tip appeared to be in good condition. A test guidewire was inserted, and there was no indication of resistance when tracking the guidewire into the catheter. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of no problem detected following a review of the returned device, reported event details, available information, and product record review. In this case, the device performed as intended during the analysis, and no damage was found that could have contributed to the reported allegation. Regarding the impact code delay to treatment/therapy was assigned based on the reported allegation of a possible device malfunction during use. Regarding the lifted exit port, this occurs due to friction between the edges of the exit port and the guidewire. This friction could be found during advancement of the device into patients anatomy due to the lesion characteristics, caused by the maneuvers of the user which could lead to an excessive friction that deforms the material.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. The ivus pullback was successful; however, when the physician attempted to remove the catheter, it wrapped around the non-boston scientific guidewire, causing the wire to lose position and be removed along with the ivus catheter. The artery was rewired and the procedure was completed using an additional opticross catheter. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. The ivus pullback was successful; however, when the physician attempted to remove the catheter, it wrapped around the non-boston scientific guidewire, causing the wire to lose position and be removed along with the ivus catheter. The artery was rewired and the procedure was completed using an additional opticross catheter. There were no patient complications.